Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the MFR for eval. The root cause of the non-union is undetermined. The original implant was replaced with a larger 11mm x 380mm, standard nail using two proximal screws and two distal screws. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. Each situation is unique to the pt and the fracture. There is no way to predict a non-union condition or a failure to heal. Sign fracture care international will continue to monitor these events as part of our post market activities.

Event description:
It was reported on (B)(6) 2015, that a sign im nail implanted to correct a fracture a left femur; was replaced due to a non-union condition found during a follow up.